Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with right ventricular response (rvr) in several episodes. Boston scientific technical services discussed programming options. The device remains in service. No adverse patient effects were reported.